Manufacturer narrative:
The 510(k)# is k082590. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the control solution involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the control solution passed testing and the primary complaint was not confirmed. However, a secondary issue was noted where the control solution was found to have high glucose. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.